Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a waveone gold file broke in a patient's tooth during use. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Returned files have been analyzed. One file is actually broken at the tip of the active part (fatigue), one other file is untwisted (fatigue + torque). Third file has no damage. No material defect was found during analysis of the rupture pattern or damaged area. No unused file is available for evaluation. Nothing unusual to report was found during DHR (1488638 ) review. Root causes are not identified. We will track this kind of event and monitor the trend. Multiple unsuccessful attempts were made to obtain the patient outcome.